Event description:
Several clusters of dlk (diffuse lamellar keratitis) / ctk (central toxic keratopathy) following uneventful lasik. Initial clusters of dlk (some with subsequent ctk) following uneventful lasik procedures were noted in 2009). As dlk and ctk are known to occur occasionally in lasik practices idiopathically, we followed published protocols appropriate to this situation. We immediately instituted surgical procedure re-evaluations and multiple interventions including modified sterilizer protocols, changes in air filtration and purification, switching to the use of disposable instruments and special cleaning procedures obtained from the manufacturer, moria. Despite these interventions, episodic clusters recurred interspersed between uneventful post-operative recovery for most patients. Finally, exhausting all other explanations for these outbreaks, we replaced our moria microkeratome with one manufactured by another company, and discontinued use of mona one. We have had no further post-operative inflammation since discontinuing the use of the monia product. In all, ten patients were affected, to varying degrees. There were eight females, two males. All patients have responded to treatment and are improving. Dates of use: 2009. Event abated after use stopped or dose reduced? Yes.